Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The returned product did not match the complaint. The plunger was over-rotated and broke off. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and a bit of blood and tissue was present. The analyst was able to grab the remaining piece of plunger shaft and pull it which released the capsule. The plunger was fully depressed. The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.

Event description:
It was originally reported that the device failed to calibrate and was not used in a patient.